Event description:
Information received with return of the explanted device notes that the patient collapsed with contra-coup intra- cerebral injury and intracerebral hemorrhage and was taken to the hospital. The patient was found to be in 2:1 av block with no pacemaker function. During monitoring, the patient experienced intermittent periods of asystole, requiring an isoprenaline infusion. The device could not be interrogated and was therefore replaced.